Event description:
A patient reported, "my aligners do not fit properly. Even after your team, advised me to cut off the back molar. I started experiencing tightness in one of my upper front teeth, that caused me to have to pay for an x-ray at my dentist. My dentist advised me, that I have a damaged muscle. And was concerned about the tooth becoming loose. They advised me, to stop wearing the aligners permanently".

Manufacturer narrative:
Since, this event resulted in a serious injury, it is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.